Event description:
It was reported that the patient's inflatable penile prosthesis was difficult to inflate. There was an excess of tubing. Revision was requested. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.